Manufacturer narrative:
Technician went onsite and observed that the mattress cover was torn and the foot cushion had blood in it. He replaced the foot air module and also installed a revitalization kit on the bed to resolve the issues. No injuries reported.

Event description:
The customer is reporting that the zipper of this bed is broken, and that blood went through the foot section.